Event description:
Additional information was received that a pre-dilation was performed. The deployment starting point was mid pigtail. Prior to the d islodgement, the implant depth was 3 mm on the non-coronary cusp (ncc) and 6 mm to the left coronary cusp (lcc). The valve dislodged aortic to the ascending aorta at the level of the coronary arteries. ER the physician, the cause of the dislodge was a highly calci fied valve. A medtronic guidewire was used during the procedure. Per the physician, the cause of the occlusion was the dislodged valve.

Manufacturer narrative:
Updated b.5, d.4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a 29 millimeter (mm) transcatheter valve, the valve dislodged with blockage of the left coronary artery. Subsequently, a 26 mm transcatheter valve was implanted. It was noted that the second valve was downsized due to extensive calcification of the annulus and left ventricular outflow tract (lvot).

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.